Event description:
It was reported that the pump would no turn on and the top case. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped on the corners and cracked by tubing guides, the bottom case was cracked by the l-bracket, and both plunger cases were cracked. A review of the event history log (ehl) identified control key switch background (bgnd) test. During the functional testing the reported issue was able to be duplicated. Several of the keys were unresponsive and there was corrosion present on the main board. The root cause of the issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced main board. Performed power up process, keypad test and all functional tests which passed.